Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of the right ventricular lead. During the procedure, the physician could not fixate the lead to the heart despite multiple attempts. The lead was replaced and the operation was completed successfully. The patient was in stable condition following implant.

Manufacturer narrative:
The reported event was lead could not be fixed. The damage found was sustained during procedure. The lead was otherwise normal.